Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0537737v, implanted: (B)(6) 2005, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syndrome. It was reported that the patient has degeneration going on his lower lumbar and it was suggested that he get a MRI. The MRI was not related to the spinal cord stimulation. The patient met with the manufacturer representative and the battery was checked. The patient was told that it is 90% low and that it is possible that a lead wire is not working. The patient thought that had possibly got to do with the degeneration in his lower lumbar. The patient stated that he thinks that the movement in his lower lumbar caused by the degeneration has possibly done something to the lead wire in his lower lumbar. The patient is working toward planning a battery replacement. There were no patient symptoms reported.

Event description:
Additional information received from the consumer indicated that the patient was scheduled for a replacement on (B)(6) 2016 and was meeting with their family healthcare professional to make sure everything was fine. The patient was not sure if the lead was not working because the ins was 90% low was the reason they were not getting electricity. If the lead was not working, it was because of the degeneration of the patient¿s lower lumbar. The patient noted that they couldn¿t answer what steps were taken to resolve the issue yet, and the healthcare professional felt it was the battery. Additional information from a manufacturer representative (rep) indicated that the patient felt no stimulation for about 8 months so the doctor decided to replace the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.